Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 9579220. The samples were received. We noted that we had difficulties to remove the mandrel from the j catheter. In this case the socks effect cause difficulty to remove metallic mandrel. It was mentioned by the customer that the metallic mandrel inside the stent was very difficult to pull out which can potentially ungluing the white luer or damaged the catheter. It has been confirmed by the visual investigation performed. Checking the quality databases revealed revealed no anomaly in relation with the described defect. A similar case study was performed based on rja208 same defect: functionality issue over last four years: no similar case was found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information upon removal of the mandarin the catheter would come back with it.